Manufacturer narrative:
Ge healthcareâ s (gehc) investigation has been completed. There were several factors that led to the high pressure which included: ventilation settings (set by the clinician), user confusion with pressure-controlled ventilation volume-guaranteed (pcv-vg) functionality, and possible unknown patient risk factors. The gehcâ s field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the reported rise in pressure and subsequent patient barotrauma is use error.

Event description:
The hospital reported a patient was connected to an aisys cs2 unit when it was alleged there was a rise in pressure and the patient experienced barotrauma. No other information has been provided to date. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.